Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had its clear adhesive film stuck to the cap of the infusion set. The patient's blood glucose was reported to be at 200mg/dl due to the event. The device issue was observed upon when the package was first opened. The patient used another infusion set and delivered a correction bolus. No permanent injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the top case of the device to be chipped and cracked, and the bottom case was broken. The event history log was reviewed and there was a "check clutch" error present. The reported issue could not be duplicated during multiple flow and occlusion tests. Further review of the event history log found the user did not prime the pump prior to conducting a motor drive and occlusion test as required by the service technical manual, which likely caused the error.